Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the tcr75 was used. The reload did not fire the staples with the device. Only the cartridge is being returned for analysis. Another instrument was used to complete the case. There was no consequence to the pt.